Event description:
It was reported that an altitude alarm occurred with the pump. Reportedly, the pump was not outside the labeled altitude operating range. There was no adverse impact to the customer's blood glucose level as it remained between 54-500 mg/dl. Technical support provided instructions to remove obstructions from the speaker holes, clean them, and reconnect the cartridge to resume insulin. After following these steps, the pump resumed normal operation without any recurring alarms, and tips for preventing future altitude alarms were shared with the customer.